Manufacturer narrative:
The investigation into the aic -purge disc/ flag issue has been completed. The automated impella controller (aic) was returned for investigation. Console logs on the complaint date were retrieved. Imc logs from the complaint date were consistent with the ci. After few days of support, purge cassette was about to be changed via purge cassette change wizard. However, console reported for flush fluid not detected despite of attempts of de-airing. Staff also attempted to troubleshoot by removing and re-inserting the same pc, yet the issue persisted. Therefore, the procedure could not be completed. Visual inspection of the purge assembly area confirmed a broken blue retainer at the screw post. The failure mode was due to broken/ missing purge retainer. See attached image. Before returning this console back to the customer, field service was instructed to replace the purge flag and retainer, clean the purge assembly, and perform preventive maintenance section 10-12 (0042-7309) and functional check on console and optical system. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported an automated impella console (aic) failing to recognize a new cassette, upon routine change. A new console was used without any injury/harm.